Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via the pump and did not require assistance from a third party. Technical support provided pump reset information and helped the customer reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.